Event description:
It was reported that the lens was implanted and then removed and replaced during the same procedure due to one broken haptic. An incision enlargement was required. The patient was reportedly doing fine.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for visual inspection. The lens has one distorted haptic and appears to have evidence of ophthalmic viscoelastic on it. Prior to release to market, the intraocular lens met all manufacturing specifications.(B)(4): placeholder.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.